Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable as the iol was inserted and removed. (B)(4). Other: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported za9003 21.0 diopter intraocular lens (iol) was inserted and removed. Through follow up, customer account provided additional information clarifying the iol was fully inserted and due to a bent haptic, the iol was removed. Lens was replaced with different model and diopter iol during the same surgical procedure. An incision enlargement was performed and unplanned suture(s) were required. There was no serious patient injury, no vitrectomy, and the surgical procedure was completed successfully. It was reported that the lens is not available for return. No additional information was provided to johnson & johnson surgical vision.